Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined. The damage of the cutting wire could not be confirmed in the attached picture. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that a part of the cutting wire became extremely hot and broke due to any of the following possible causes. *the contact length of the cutting wire and the tissue or the distal part of the endoscope was too short while the subject device was activated, and spark occurred. *the coating was damaged due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated, and it caused spark. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. When the user inserted the subject device into the papilla and tried to cut the sphincter, the cutting wire broke off and fell. The fragment came out with the subject device. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the cutting wire.